Event description:
Patient reported "formation of sigbic granulomas", "pericapsular granuloma associated with pain", "silicone particle leakage", "intracapsular nodule", "capsular contracture baker grade IV", "prosthesis without macroscopic signs of MRI rupture but after explant there is evidence of wear and tear on the device enclosure", "anatomical pathological report of the intracapsular nodule evidencing foci of a giant cell reaction of the foreign body type involving exogenous cooling material in the wall compatible with polyurethane, so although there are no macroscopic signs of rupture, there is evidence of an overflow of silicone inside the prosthesis through microscopic analysis of the said nodule". This record is for a left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration, capsular contracture grade 4.